Event description:
It was reported that one day after insertion of the iab, drain problems were experienced with the pump. The pump was then exchanged. After two days of pumping, blood was noticed in the helium tubing. As a result of this, the pt was weaned from the pump and the iab was removed. There were no pt complications.